Manufacturer narrative:
Concomitant product: model: 6945-65, lead; implanted: (B)(6) 1999.

Event description:
It was reported that the patient presented to the emergency department (ed) due to receiving therapy from their implantable cardioverter defibrillator (ICD) and a remote monitor transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead was undersensing p-waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.